Event description:
Customer reportedly received results of 550 mg/dl and 244 mg/dl within 10 minutes on the same device. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.